Manufacturer narrative:
This product was manufactured before the implementation of the UDI regulation, so the complete UDI is unavailable. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead exhibited an out of range intrinsic amplitude outputs of 5.7 millivolts to 23.8 millivolts. The patient was seen in the office but was not able to reproduce the anomaly. The boston scientific technical services consultant noted that all other lead measurements were normal. As of this time, this rv lead remains in service. No adverse patient effects were reported. Additional information indicated that the involved right atrial lead exhibited non-physiological signals and large signal artifacts across all three electrogram channels. These signals originated on the right atrial lead, with some appearing to conduct to the right ventricular lead following the placement of a hemodialysis catheter. The ts consultant recommended performing a chest x-ray to send to ts and review whether the catheter is dangling into the right atrium. Furthermore, the dialysis catheter was observed to be positioned against the cardiac leads in the device pocket, raising concern for a possible lead fracture. This issue resulted in an out-of-range shock lead impedance alert and logged episodes of non-sustained ventricular arrhythmia. Ts noted that these episodes showed nonphysiological noise rather than a true heart arrhythmia, corresponding with an abrupt increase in electrical resistance across the right ventricular pacing (550 to 1800 ohms), shock lead integrity (80 to more than 200 ohms), and left ventricular pacing (500 to 1121 ohms) circuits. Due to the suspected lead fracture, ts recommended bringing the patient into the clinic for evaluation.